Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07506. It was reported that patient¿s both the leads were explanted and replaced. Leads were repositioned to get better stimulation coverage.